Event description:
This event occurred in (B)(6). A (B)(6) female pt was injected on (B)(6) 2012 with 0.5cc radiesse dermal filler injection to her nasal bridge, using a 27 gauge cannula. After the injection, the area turned red, with a discharge from the area. She was seen again at the clinic on (B)(6); diagnosed as vascular compromise and was treated with massage, led laser, antibiotics im injection (lincomycin) and po medication (cephalosporin) tid.

Manufacturer narrative:
The radiesse lot number was not provided by the physician; therefore the device history records could not be reviewed. Pt symptoms resolution has not been provided by the physician at this time.